Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Physician reported "left side implant leaked upon placement" device not implanted.

Manufacturer narrative:
Clarification to d.6a and d.6b: dates removed as device was not implanted for patient. Event was intraoperative. Device evaluation: based on the device analysis grid, the assessments of the complaint are: broken device: observed an opening assessed as surgical damage as per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported "left side implant leaked upon placement" device not implanted.